Event description:
It was reported that an electric pen drive runs in locked position. The report was not related to a surgery. The event occurred in (B)(6) 2012. This is 1 of 1 report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned to synthes (B)(4) - date unknown. Device was evaluated by synthes (B)(4): reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit did not run in the locked position during testing. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.